Manufacturer narrative:
This reports is being filed under exemption e2017050 by the manufacturer getinge disinfection ab (registration no. 9616031) on behalf of the importer getinge group logistic america, llc (registration no. 3012092534). The issue is being investigated by manufacturing site. Device not returned to the manufacturer.

Event description:
On 20th june, 2019 getinge became aware of an issue with one of the accessory- conveyor used with 8668 washer disinfector. As it was stated, the rack fell off from the conveyor. The circumstances of the issue are unknown and there was no injury reported. However, it was decided to report the issue based on the potential as any rack falling off from the conveyor might lead to adverse event. The conveyor is not registered as a medical device itself, however it was being used with 8668 as a system, therefore will be reported such as.

Manufacturer narrative:
The getinge return conveyor loading equipment is not registered as a medical device itself but since upon issue occurrence, it was used together with 88-series washer-disinfector, we decided to report the complaint to competent authorities in regard to the system. The serial number of the accessory was (B)(6). The unit was manufactured on 12th december, 2016 and installed on 1st october, 2018. The unit was used with 88-series washer-disinfector with serial number (B)(6). As explained by the customer, the end pin of conveyor was stuck resulting in situation when cart detached from it and fell down. There was no injury reported related to this issue. However having in mind similar cases and considering the worst case scenario we decided to report this issue based on the potential, as it might lead to an adverse event if it was to reoccur. After the incident occurred, the accessory has been inspected by getinge technician. It was found that the docking box pin was stuck. As a remediate action the mechanism was replaced and the device was returned for usage by the customer. The issue was investigated by the manufacturing site. It was stated that in case of the locking end stop pin being in down position, the rc will stop and the reset button will indicate an error with the conveyor. In the situation described the user is to call for technician support. Based on performed investigation, it has been defined that for this device unit, the scenario of the cart falling off from the rc is related to the user not following instructions in situation when error occur on the unit. It was stated that the operator reset the error by themselves and this contributed to the event. In summary, when the event occurred, the device played a role in the event and did not meet its specification. In the time when the event occurred, the accessory or system was not being used for patient treatment. Given the findings of this investigation getinge shall continue to monitor for any further events of this nature and does not propose any other action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).